Event description:
A malfunction alarm was triggered with the code malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service (cts) provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to report any recurrence of the malfunction code.